Event description:
The customer reported that the blade is broken in the area around the pins.

Manufacturer narrative:
Eval summary: image is blurry, there is moisture in the lens. Failure confirmed.